Manufacturer narrative:
The product has been requested to be returned for evaluation, but has not been received. Therefore, this report is based solely on the information provided by the customer. A device history record (DHR) of the affected lot did not reveal any issues that could have contributed to the reported incident. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Historical complaint data review identified no other similar complaints documented for this product in the last 5 years. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
(B)(6). Kv:(B)(6)/tidi rep and (B)(6) end user has 10 cases that black strap has very little "stretch".